Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred. Additionally, multiple occlusion alarms were received. The customer's blood glucose (bg) level was in the 400's mg/dl and manual injections were administered to address the bg level. Multiple supply changes were performed due to the issues experienced. As the occlusion alarms had occurred in the past and supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions and the cartridge alarms.